Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7343264) was impeded in the proximal section of the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be further advanced. The physician retracted the stent; it was impeded in the microcatheter hub and during the process of withdrawal, the stent component became separated from the delivery wire; the stent component remained in the microcatheter. The physician replaced the stent and the microcatheter to complete the procedure. It was reported that the lot number of the prowler select plus microcatheter is unobtainable. There was no report of any negative patient impact. A single photo was included in the complaint file. On 14-apr-2023, additional information was received. The information indicated that the target aneurysm was on the right internal carotid artery (ica). An adequate continuous was maintained through the microcatheter. The information also indicated that the stent component became prematurely released from the delivery wire and the stent component is no longer on the delivery wire; the prematurely released stent component remained in the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The information confirmed there was no patient injury or complication due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint captured the proximal section of the prowler select plus microcatheter. Due to the photo resolution, it cannot be ascertained that the stent component is detached in the hub of the microcatheter. The delivery wire was not captured in the photo. No findings could be obtained from the photo. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7343264. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint that the stent component became separated from the delivery wire and the stent component remained in the microcatheter cannot be evaluated at this time. This review was performed based on the photo provided. If the product is received at a later date, an assessment will be performed as per the condition of the returned device. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00224. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00223 and 3008114965-2023-00224. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent component was returned; the stent component was already in a detached state inside the hub of the 150cm x 5cm prowler select plus microcatheter. The stent component was inspected under the microscope. It was observed in good condition. There was no structural damage (i.e., no broken struts, no kinks). Both distal ends of the stent were completely flared. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the issue reported in the complaint was confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7343264. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00223 and 3008114965-2023-00224. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.